Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. A guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued or would typically require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract or advance the wire in this trapped state would exceed design limits and may cause separation. Cine images of the procedure were returned and reviewed by an abbott clinical specialist. There is a long, very tight lesion is a moderate to heavily calcified mid left anterior descending artery (lad). The first image of a guide wire in the anatomy shows a fracture, or coil stretching in the distal radiopaque tip. The tip is positioned in a very small side branch. There is also an unknown linear density in the proximal vessel. It is unclear if the wire is also fractured in the proximal vessel at the area of the linear density. A second wire is then positioned with its tip in the true lad. This second wire is then removed and the linear density is gone. Many of the scenes following are not clear as to events. There is one image with a balloon present. There are several with no guide catheter present. Several snare attempts are made. Wires are then positioned in the diagonal and the true lad. The lesioned area is pre-dilated and stented (the mid-stent does not fully expand). Final image shows the small side branch and lad wires in place with balloon markers positioned within the stented area. The images reveal radiopaque coil separation or fracture of the side branch wire. The fractured section was not stented; only the lesion area was stented. There are no final images with devices removed to show the fragment of wire remaining in the anatomy. It is possible that the tip of the guide wire was entrapped within the lesion site which was described as 90% stenosed with a sharp angle, moderate calcification and tortuosity. This may be also have contributed to the resistance noted during removal. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser, performs a non-destructive tip pull test and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause for the tip separation and resistance during removal could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the case involved a 90% stenosed mid left anterior descending artery with a sharp angle, moderate calcification and tortuosity. The guide wire was put down and it separated at the tip; no resistance was reported. Upon pulling back on the wire resistance was met. Another bmw was put down the diagonal and a 1.2 trek balloon catheter was used to try and capture the separated guide wire, but this was not successful. Three different snares were used without success. A 3.0x20 trek was put down the guiding catheter and the trek was inflated to hold the proximal portion of the guide wire and it was removed. The distal tip was still in the patient. Using a new guiding catheter, two new bmw guide wires were put down and a vision 2.75x28 was used to trap the guide wire against the vessel wall. Postdilatation was performed with a nc trek 3.0x15 and the case was completed. The patient is reportedly doing fine. There was a reported delay in the procedure. No additional information was provided.